Event description:
Cannula was placed in pt using fluoro and tee. Introducer was removed and they found that there was no back bleeding. They tried to reposition and still had no back bleeding. Converted to open and found no damage from the cannula. The pt was placed on support. (B)(4). Reference MFR report # 8010762-2014-00139.